Event description:
It was reported that console had erratic speed. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the rpm numbers were fluctuating without the dial being touched at all. The numbers will go from 120rpm to 220rpm to 150rpm to 120rpm. The procedure was being aborted and not resolved. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The console and the foot pedal were tested using a functional generator with frequencies and the reading were operational speeds within specification. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes. No other issues were reported.

Event description:
It was reported that console had erratic speed. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the rpm numbers were fluctuating without the dial being touched at all. The numbers will go from 120rpm to 220rpm to 150rpm to 120rpm. The procedure was being aborted and not resolved. There were no patient complications reported.